Event description:
The customer received questionable phosphorus results for two patient samples. Patient 1 original result was 7.1 mg/dl which was reported outside the laboratory. The sample was retested on the same analyzer and the result was 3.2 mg/dl. The sample was also retested on another analytical p module at the site and the result was 3.4 mg/dl. The reported result of 7.1 mg/dl was corrected to the 3.4 mg/dl. Patient 2 original result was 9.8 mg/dl which was reported outside the laboratory. The sample was retested on the same analyzer and the result was 3.1 mg/dl. The sample was also retested on another analytical p module at the site and the result was 3.4 mg/dl. The reported result of 9.8 mg/dl was corrected to the 3.4 mg/dl. The repeat results were believed to be correct. The patients were not adversely affected. The phosphorus r1 reagent lot number was 67473701 with an expiration date of 04/30/2014. The phosphorus r2 reagent lot number was 67616701 with an expiration date of 11/30/2014. The field service representative found there was contamination of reagent probe. He observed a slight misadjustment of the r2 probe over the reaction cells and contamination of the stirrer and sample probe wash stations. He performed corrective maintenance of reagent probe r2 and was stations and proactive replacement of syringe tubing. He ran successful phosphorus precision testing. Quality control run by the lab operator was within the specified ranges. He determined the instrument met operating specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.